Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 30-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal mediation via an implanted pump. It was reported since surgery {refer to manufacturing report 3004209178-2020-07061 regarding previous catheter surgery on (B)(6) 2020}, the patient now had "a gaping open wound and I have to have the whole thing removed". It was reported the patient had surgery scheduled for (B)(6) 2020 to remove the system. It was noted the patient would be getting another pump as soon as her body healed. The patient would be getting a smaller pump in a different location. The patient inquired how long she had to wait for body to heal before getting a new system and was redirected to the healthcare provider (hcp). Regarding drug information, it was stated that the patient had morphine in the pump, but then before the pump contained something else as well (specific drug and therapy dates unknown / not specified). No further complications were reported/anticipated.